Event description:
It was reported that the patient presented to the clinic after receiving multiple inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. In addition, there was abnormal lead impedance noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.